Event description:
Conmed v care uterine manipulator used for robotic hysterectomy. The green cervical colpotomy cup came off the end of the manipulator when the product was removed from the pt. The green cup had to be retrieved prolonging the surgical procedure by 10 minutes.